Event description:
It was reported that the procedure was to treat a 90% stenosed lesion at the mid segment of the left anterior descending artery (lad). Pre-dilatation was performed with a 2.0 x 10 mm semi-compliant balloon at 9 atmospheres (atm) and it was decided to stent the lesion with a xience v 3.0 x 18 mm stent. However, the stent could not cross the lesion and the proximal shaft, outside the anatomy, became separated. There was no adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.